Manufacturer narrative:
This report is submitted december 17, 2019.

Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted (date not reported).